Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: no clips fell into the patient's body.

Event description:
It was reported that during an open coronary artery bypass graft, the clip fell out from the jaw at the first firing. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Hoop spring the analysis results found that the device was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the hoop spring was found out of its intended position, jamming the firing mechanism and making the antibackup feature non-functional. No conclusion could be reached as to what may have caused the found condition of the hoop spring. It is known from the history of the device that the antibackup failure may lead to dropping clips. In order to evaluate the proper assembly of the hoop spring, it was reassembled. Upon firing, the device performed as intended; the clips were fed and properly formed. The batch record was reviewed and no anomalies were noted during the manufacturing process.